Event description:
It was reported that the patient's ams 700 inflatable penile prosthesis(ipp) was removed and replaced with a new ipp due to unspecified reason. Additional information received stated left cylinder erosion and no device malfunction. Also, there were no known complications post procedure.